Manufacturer narrative:
Complaint has been evaluated and is similar to report number; 1644408-2023-00477; 342-10-706, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.